Manufacturer narrative:
A1-a5 patient information was not provided. G.5. The heater-cooler 16-02-95 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11. Livanova deutschland manufactures the heater cooler 3t system, the event occurred in japan. Reportedly, the cooling function was turned off and then back on, without solving the problem. A loan device has been used as replacement. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the heater cooler 3t system showed ee7 (pump is blocked or too slow) on patient side. The event occurred at power up. There was no patient impact.